Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h8 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. Error b31 occurs and no image is displayed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: for the customer allegation there was not cause established. The video cable was broken and therefore error b31 occurred, and there was no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during operation of the subject device, snow appeared on the screen. Additionally, it was noted that the handle is loose, and the optics are crooked. The issue occurred during a laparoscopic sterilization therapeutic procedure, which was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.